Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer states that the insulin pump was missing the reservoir compartment. The customer's blood glucose level was 8.4 mmol/l at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received missing reservoir tube o-ring, missing display window cover, cracked select button keypad overlay, fading serial number label, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.